Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple patients displaying on the wrong station. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple patients displaying on the wrong station. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. Correction: h4. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple patients were displaying on the wrong station. The technical support specialist (tss) reviewed the two patient profiles that were correctly processed under the nursing unit, with both devices configured within the same unit, ensuring both patients should have been accessible on either device. After reviewing the setup, it was confirmed that the configuration was correct. The tss mentioned that this had been affected by a medstation feature called 'admission inactivity days.' This feature controlled how long patients remained visible in the system and impacted performance based on the number of patients processed. The tss suggested the customer that if the issue recurs, adjusting the admission inactivity days setting resolve the issue. Instructions were provided to navigate to change the settings. A follow-up attempt was made to reach the customer, but there was no response. The case was then updated for closure.